Manufacturer narrative:
510 (k) # k061118. Meter and test strips came back and meter and test strips passed testing. The alleged issue was not confirmed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. On (B)(6) 2011, the patient had tested on their meter and had obtained readings of 229 mg/dl, 149 mg/dl and 150 mg/dl. The patient did not exhibit any symptoms due to these readings and self-treated with 12 units of insulin. The patient did not seek any further medical attention or contact their physician for assistance. During the follow up, it was noted that the patient on an unspecified date and time the patient had developed symptoms of feeling shaky and sweaty. Approximately 4 hours prior to the symptoms the patient had tested her blood glucose and the reading was over 200 mg/dl. The patient self-treated herself with 12 units of basal insulin. Approximately 4 hours later the patient had developed symptoms. The patient tested when exhibiting symptoms and obtained a result of 40 mg/dl. She did not seek any medical attention or contact her physician for assistance. The patient was not tested on another device. A normal reading for the patient is between 100-140 mg/dl. The test strips were in good condition and not expired. The test strip vial was not expired and was in good condition. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have the subject test strips at the time of call. The products were replaced and requested back for investigation. The patient returned the test strips and the subject test strips were tested and test strips passed testing. The meter came back and it was tested and it was noted that the meter had passed testing and no problems were found. The product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high readings, she had taken insulin and approximately 4 hours later developed symptoms suggestive of a serious injury based on lfs definition.